Event description:
The customer stated that he received low glucose reading of 19mg/dl using his new contour meter. He tested using another new contour and received a reading of 67mg/dl. The difference between the readings the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.